Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat an internal carotid artery that is 80% stenosed. A non-abbott support catheter was advanced over the 25cm ht command 18 guide wire. An attempt to pull back the guide wire into the support catheter; however, this was unsuccessful. The guide wire and support catheter were removed as one unit when the tip of the guide wire was noted to be stretched, and the coating was torn and separated. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported polymer coating separation was confirmed. The reported difficulty to remove was not confirmed due to the condition of the returned device with the observed polymer separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause or the reported issue could not be determined. Factors that may contribute to difficult to remove, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guide wire which likely led to the reported polymer separation and observed damages to the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.